Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4) - surgical intervention. It was reported that the patient underwent a gynecological surgical procedure on (B)(4) 2004 and tvt and monofilament was implanted. It was reported that she experienced pain following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.